Manufacturer narrative:
The esu has been deemed by the customer to be functioning as intended; therefore, the unit was not returned to erbe for an evaluation. Also, a review of the unit's device history record (DHR) revealed no anomalies. In conclusion, no equipment problem was found that would have caused or contributed to the reported event. Based upon the reported info of a quick resection, it is possible that the desired endocut mode may have been inadvertently turned "off" resulting in the autocut mode, effect 3 at 200 watts being employed. However, no conclusive determination in this regard can be made. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work with involved medical personnel has been scheduled for (B)(4) 2012. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in a polypectomy with a braided wire. Upon activation presumably in the endocut mode, re-sectioned was quick with bleeding. A possible micro-perforation occurred and the site was "clipped". The pt was scheduled for an appendectomy the next morning coincidentally for a large unk mass at the appendiceal office. Therefore, the surgeon decided to extend to right hemicolectomy in case of residual adenoma at the polypectomy site and/or micro-perforation. After the second procedure, the pt was recovering in the surgical intensive care unit (sicu).